Event description:
The customer reported a nonreproducible troponin I (accutni+3) result was generated for one patient by a unicel dxi 600 access immunoassay system. The result was released from the laboratory and was questioned. The sample was retested on an alternate unicel dxi 600 access immunoassay system in the same laboratory, which generated a lower accutni+3 result. A second sample from the same patient was tested on the analyzer in question on the same day; its accutni+3 result was within the customer's established normal reference range. There was no impact to patient treatment in connection with this event. The patient sample was collected in a serum separator tube and process in the primary container. The sample was centrifuged for 10 minutes at 3000 rpm. The customer did not note any issues with sample integrity. Review of the instrument's archived data file indicates that on the date of this event, quality control (qc) recovered similarly to previous recoveries.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse performed a routine system check, which passed within instrument specifications. The fse then performed a high sensitivity (hs) system check, which failed due to high fliers. The fse replaced aspirate tubing, cleaned the wash wheel, and aligned the aspirate and mixer. Afterwards, both a hs system check and 30-replicate precision run passed within instrument and assay specifications. A bec subject matter expert (sme) confirmed that malfunction of the aspirate tubing is a reasonable cause of nonreproducible accutni+3 results.